Event description:
It was reported that this patient's right ventricular (rv) lead had dislodged. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.